Manufacturer narrative:
Product analysis: the device was received with the touhy-borst loosened, there was no stent in the device, there was no distal tip attached to the device and the distal tip was not returned. The device was confirmed as 40 mm. The gold inner was examined, and the distal end of the gold inner was observed to be frayed where the distal tip was originally attached. Additional information: the thumbscrew/lock-pin was checked for securement prior to procedure. The device was safely removed from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the protege rx stent, the stent was difficult to deliver in the common carotid artery with a 70% stenosis due to plaque. The lesion exhibited moderate tortuosity and calcification. After retrieval, the tip end of the stent was found to be partially dislodged after removal from the patient. A spider fx embolic protection device was used during the procedure. The product was replaced and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.